Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was possibly over 600 mg/dl, since the glucose meter read high and only went up to 600 mg/dl maximum. The customer complained of not feeling well, throwing up, and being unable to lower his blood glucose levels. He stated that he changed the infusion set, gave himself 4 bolus, and he still was unable to lower the blood glucose. Upon admittance, he was treated with fluids and an insulin drip. Upon troubleshooting, it was found that the insulin pump was working as designed. He was advised to change the entire infusion set, reservoir and insulin. He stated that he was leaving the emergency and found that his insulin pump was cracked beneath the screen. The blood glucose reading was 246 mg/dl. He said the device had fallen from his pocket while he was running. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.